Manufacturer narrative:
This report will be amended when out investigation is complete.

Manufacturer narrative:
The part and lot numbers of the products are unknown; therefore the device history records, complaint history could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Review of revision operative notes for procedure performed on (B)(6) 2014, indicated that patient had elevated cobalt and chromium levels. The MRI with metal suppression revealed a moderate size soft tissue collection in the joint which was confirmed during surgery. Review of primary operative surgical notes for procedure performed on (B)(6) 2009 was performed. The surgeon stated that the acetabular cup was seated and obtained excellent immediate press fit and stability. The femoral implant obtained excellent press fit stability. The femoral head was impacted onto a clean dry trunnion. It was stated that both trial and final reductions revealed excellent range of motion, stability and restoration of leg lengths. Relevant medical history and adherence to rehabilitation protocol are unknown. It could not be confirmed if the reported corrosion/debris caused or contributed to secondary issue of acetabular lysis identified on the ischium during the revision surgery. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is further reported the patient is experiencing metallosis and a pseudotumor.

Event description:
It is reported the pt was revised due to corrosion, increased cobalt and chromium levels, pain, and dislocation.